Event description:
It was reported that while performing a device check, this pacemaker was unable to perform the right ventricular (rv) lead impedance test. Technical services (ts) was consulted and discussed troubleshooting options. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. This product has been returned for analysis. This report will be updated should additional information become available or when analysis is completed.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported inability to perform the right ventricular (rv) lead impedance test.

Event description:
It was reported that while performing a device check, this pacemaker was unable to perform the right ventricular (rv) lead impedance test. Technical services (ts) was consulted and discussed troubleshooting options. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. This product has been returned for analysis. This report will be updated should additional information become available or when analysis is completed.